Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0219128792 serial# implanted: 2020--(B)(6) explanted: 2020--(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was later received on 2020-(B)(6) in response to a request for follow-up. It was reported the revision was done on 2020--(B)(6), during which the catheter was explanted and replaced. It was indicated that the explanted catheter would not be sent back and they also hadn't kept the bent guidewire because the institute was a treatment center for covid-19.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: 0219128792, implanted: (B)(6) 2020; other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 500 mcg/ml at a dose of 25 mcg/day via an implantable infusion pump. It was reported that when the doctor was inserting the catheter into the intrathecal space via a lumbar puncture, the catheter was not moving forward and when withdrawn and checked it was bent. The doctors tried straightening the catheter and found that the guidewire/ stylet inside was bent and could not get straightened. They implanted the catheter finally and the issue was resolved. It was further detailed that the doctor could establish csf flow but it was very slow. Post x-ray they would check where the catheter was and if found out of the intrathecal space they would replace it. Additional information received indicated the x-ray revealed that the catheter was not positioned in the desired location, and a revision surgery was planned.